Event description:
The pt reported issues with the bluetooth connection between the infusion device and blood glucose monitor. The pt then found the infusion device had shut down without displaying an alert/error message. The pt changed the battery 3 times and was able to restart the infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.